Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the pump did not recognize an open door. The cause was identified to be a stuck and corroded latch pin which required replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.